Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing for supra ventricular tachycardia (svt) from their implantable cardioverter defibrillator (ICD). Follow-up for additional information was unsuccessful after multiple attempts. The ICD remains in use. No patient complications have been reported as a result of this event.